Event description:
Healthcare professional reported valve was abandoned during implant due to a hole in a leaflet. The valve was returned for analysis and another 19mm freestyle valve was implanted with no adverse effects to the pt.